Event description:
It was reported that the pump showed error message: overpressure. There were no patient involvement.

Manufacturer narrative:
B3: unknown; no information provided e1: facility name "(B)(6)". Address line 1 "(B)(6)". H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The pumps downstream occlusion (dso) sensor was tested and was found to be activating not in specification. The pump will be calibrated.